Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08705 inches. No prime/seating anomaly noted. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside the device and passed. Unit had a scratched case and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone that their pump piston did not sense the reservoir and kept pushing insulin during the fill procedure. The customer states half their insulin was pushed through the reservoir. Troubleshooting and a fill procedure were performed and the device pushed half the reservoir again, resulting in insulin coming out of the tubing. The pump will be returned for analysis and replacement.